Event description:
It was reported that the device was reporting low battery voltage. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "low telemetered battery voltage". On 28-jul-2010, the telemetered battery voltage is 2.66 v while the daily battery voltage trend measurement was 2.95 v.